Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties and magnetic resonance imaging (MRI) access. Device will not return since explanted implantable pulse generator (ipg) was not released by facility. Patient is doing great post op, was seen at wound check and patient did not need any adjustments. Electrocautery only used before explanting previously implanted ipg.